Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level of 24 mmol/l. The customer stated that display of insulin pump was blank. The insulin pump will/will not be returned for analysis. The customer was assisted with troubleshooting and display did not returned back. The customer was reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.